Event description:
A facility communicated that one of their customers alleged this manufacturer's bipap device caused their internal defibrillator to inadvertently discharge on several occasions. These inadvertent discharges are alleged to have led to the customer's admittance to a hospital for monitoring on two separate occasions. The facility reported that during their customer's first hospital stay, the customer's internal defibrillator was replaced. The facility did not know or provide the manufacturer the specific reason their customer's internal defibrillator was replaced. Upon follow-up with the facility to obtain further details related to the alleged events, the manufacturer was informed that the customer had been using the bipap device since 2007. However, the manufacturer's requests for the specific dates of the alleged events, the name and contact information of the affected product user, the manufacturer of the internal defibrillator, pre-existing medical conditions of the product user and the dates of the hospitalization have not yet been honored by the facility at the time of this submission.

Manufacturer narrative:
The design of the manufacturer's device incorporates conformance to the iec electromagnetic emissions standard 60601-1-2, for the purpose of minimizing the potential for interference in the operation of other devices. The manufacturer, therefore, concludes that it would be unlikely a bipap device could adversely affect the performance of another device as a result of rf emissions, or that it was the source of the alleged interference which is claimed to have adversely affected the performance of the customer's implantable defibrillator. The manufacturer completed a review of their complaint database and found no complaints alleging their device had interfered with another medical device. This evidence concluded to support the effectiveness of the products conformance to the iec electromagnetic emissions standard 60601-1-2, for the purpose of preventing interference with other products as a result of rf emissions. At the date of this submission, the manufacturer has not received for investigation the bipap device associated with the reported events, and based on the information currently available to them, cannot conclude the device used by the customer caused or contributed to the reported events. A follow-up report will be filed with the FDA when the manufacturer has completed their investigation. The device associated with the alleged event has not been made available to the manufacturer for evaluation.